Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows:the products in question were used for a trochanteric fracture operation on (B)(6) 2014. After the operation, by checking the x-ray, the surgeon found out that the blade was out of bound and was not fixed properly. The nail was also not fixed in the former area. Upon insertion of the guide wire for the blade, the surgeon repositioned with the handle in his hand, which could have caused tension to the device, and led to this error. On (B)(6) 2014, the blade in question was removed and replaced. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.